Manufacturer narrative:
No complaint was received with the return of the device. A partial lead was returned. Failure event observed during analysis. Final analysis found two external abrasions exposing the outer coil due to friction to another device or features of the heart noted at 24.5cm to 24.6cm and 25.8cm to 26.4cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.